Event description:
Device report received from synthes (B)(6) reports an event in (B)(4) as follows: after insertion of the synfix implant the surgeon was unable to unscrew the implant holder from the implant. He removed the construct and attempted to unscrew it holding not just with hands but also with a pair of pliers. During this the threaded portion of the implant holder broke off and remained jammed in the implant. Another implant was opened and successfully implanted using the distractor and aiming guide without incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that the tip of the implant is broken and the fragment is kept in the thread of the tan plate of the implant. As mentioned on the device report, the surgeon couldn¿t disengage the implant holder (using a pair of pliers). After the removal, the tip of the holder broke off during the attempt to dislodge the implant. Marks due to the contact to the cap are evident. Nevertheless we conclude that the breakage was caused due to inadequate handling. The broken surface is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.